Manufacturer narrative:
It was reported to draeger that the m300 did not alarm for a vtach (ventricular tachycardia) condition when the patient had 22 consecutive ventricular beats at 160 to 170 beats per minute. There was no patient injury reported. A picture of an ECG print strip of the ventricular beats was provided. Attempts to recreate the issue by digitizing the image provided and running it through a monitor with same ECG algorithm were unsuccessful. As indicated in the m300/m300 plus instructions for use, the criteria for the algorithm to detect vtach is n or more consecutive premature ventricular contractions (pvcs) are detected, with a beat-to-beat rate greater than or equal to the vtach rate (n is the event count set in the count column of the arrhythmia setup table). Without the actual ECG strip for the event, we cannot recreate the event and root cause cannot be determined.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 22 consecutive beats at 160-170 beats/min. An alarm at the ics was provided as only a medium level alarm, but the customer was not using the ics for live patient monitoring. There was no report of a patient injury or death.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 22 consecutive beats at 160-170 beats/min. An alarm at the ics was provided as only a medium level alarm, but the customer was not using the ics for live patient monitoring. There was no report of a patient injury or death.

Manufacturer narrative:
It was reported to draeger that the m300 did not alarm for a vtach (ventricular tachycardia) condition when the patient had 22 consecutive ventricular beats at 160 to 170 beats per minute. There was no patient injury reported. A picture of an ECG print strip of the ventricular beats was provided. As indicated in the m300 instructions for use, the criteria for the algorithm to detect vtach is n or more consecutive premature ventricular contractions (pvcs) are detected, with a beat-to-beat rate greater than or equal to the vtach rate (n is the event count set in the count column of the arrhythmia setup table). Beats are classified as ventricular, normal, or questionable. Questionable beats are updated to ventricular if there are at least three questionable beats with the same morphology (high waveform shape correlation). The full disclosure information including the actual ECG strip for this event were requested but not provided. Without these, we cannot determine how each beat was classified for this event. Further investigation identified an underlying software issue where the beat classification was not updating the first two questionable beats when the 3rd beat had the same morphology. This software issue was corrected in m300 version vg3.0.1. Root cause is consistent with an algorithm limitation and underlying software issue with the beat classification.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 22 consecutive beats at 160-170 beats/min. An alarm at the ics was provided as only a medium level alarm, but the customer was not using the ics for live patient monitoring. There was no report of a patient injury or death.